Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 'the flow limiter' of a large volume infusor leaked. The issue was noticed after completing the configuration of the device. The device was filled with 190 ml fluorouracil and 50 ml saline. There was no patient involvement. No additional information is available.